Event description:
Reporter stated the protective rubber on the up button fell off, and due to this, the customer is unable to program a bolus. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).